Event description:
Additional information received further reported that the patient experienced candida intertrigo, superficial erosion of the aris sling at the midurethra, and recurrent stress urinary incontinence.

Manufacturer narrative:
Lot number: 5671108.

Manufacturer narrative:
The lot # was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Event description:
As reported to coloplast, though not verified, the patient with this device experienced a burning sensation during urination, dark urine, recurrent urinary tract infections, dysuria, chronic cystitis, postmenopausal atrophic vaginitis, urinary frequency and urinary incontinence.